Event description:
Caller reported a malfunction on the pump, identified by the code "malf 0." There was no adverse impact to the customer's blood glucose level. Technical support (cts) provided the caller with pump reset information and assisted in resetting the pump. After the reset, the malfunction code did not recur, and the customer was instructed to continue using the pump and to call back if any issue reoccurred. The caller acknowledged these instructions and understood the guidance provided.